Event description:
Additional information was received, it was reported the device was shutting off when the device was out of battery which was noted as normal. Patient was instructed to keep the device charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated their handset was not working properly. Patient clarified the stimulation was turning off on its own and thought the handset was turning stim off. Patient said they noticed this a couple days ago, maybe a couple weeks ago, and when asked, said there was no pattern to when the stimulation would turn off and would just be random. Patient also said they had to charge their implant every single day now, for the last couple weeks as well. Agent asked if implant would be low or empty when they'd check after noticing stim was off, and patient said sometimes. Patient then said when fully charged, it didn't feel like it was working correctly either. Patient confirmed they had not had any falls, but did say the rep has increased stimulation twice and rep was the one who pointed out stim had shut off. Patient said they were in so much pain that they couldn't walk, so they went to the ER and got 3 shots. Patient then said they called the rep to see if the rep could turn up stim and that's when patient found out stim was shutoff and stim had been doing that ever since. Patient said that was last month, in october. Agent reviewed to take notes of when they noticed stim had turned off. The patient was redirected to their healthcare provider to further address the issue. Patient said the rep was the one who told patient to call patient services.